Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "postoperative diagnosis: patient underwent primary right total hip replacement (B)(6) 2018. Patient returned for pain and inability to bear weight three weeks later. The patient was noted to have a periprosthetic femur fracture. The acetabular shell retained, all other components revised (B)(6) 2018. Revision with off label components".

Event description:
As reported: "postoperative diagnosis: patient underwent primary right total hip replacement (B)(6) 2018. Patient returned for pain and inability to bear weight three weeks later. The patient was noted to have a periprosthetic femur fracture. The acetabular shell retained, all other components revised (B)(6) 2018. Revision with off label components".

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The (periprosthetic fracture) event was not confirmed. Clinician review of the medical records provided confirmed stem subsidence. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray showed subsidence of the stem, need operative reports, histopathology reports, serial x-rays, office reports and examination of explanted components. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray showed subsidence of the stem. The periprosthetic fracture of the femur was not confirmed. Further information such as need operative reports, histopathology reports, serial x-rays, office reports and examination of explanted components are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.